Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v050278, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient had one lead revision in february. It was noted that device was never turned on after the surgery in february. Additional information has been requested, but was not available as of the date of this report.